Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement presented, which was later confirmed through fluoroscopy. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed, based on the instructions for use for this product, dislodgement behavior is a known inherent risk of the use of this lead.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement presented, which was later confirmed through fluoroscopy. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.